Event description:
Reportable based on analysis approved on (B)(6) 2014. It was reported that a difficulty crossing event occurred. The 22mm x 2.25mm, 80% stenosed target lesion containing a >45 and <90 degree bent was located in the moderately tortuous and mildly calcified mid left circumflex artery. Pre-dilation was performed with an unspecified balloon catheter. A 24 x 2.25mm taxus liberté stent delivery system was selected to treat the lesion. The device was unable to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. However, returned device analysis revealed shaft break.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was returned for analysis. A visual examination of the returned device identified a hypotube break approximately 67.4cm from the catheter strain relief. No further damage was present. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).